Event description:
Post-operative complications. Cell adhesion, iol dislocation, temporarily decreased va, reduced due to dislocation/misalignment; product remained in eye after clinical assessment; patient has recovered and is fine.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.:(B)(6); model: ny1-sp). In addition, research in our complaint database indicated there were only 7 similar complaints which were all from the same clinic, and the lenses involved in these cases were not from the same production lots. Based on the available complaint information and review of the following published articles on the subject. Kim tg, moon sw. Hyperopic shift caused by capsule contraction syndrome after microincision foldable intraocular lens implantation: case series. Bmc ophthalmology (2019)19:116. Bang sp, yoo ys, jun jh, and ck joo. Effect of residual anterior lens epithelial cells removal on axial position of intraocular lens after cataract surgery. Hindawi journal of ophthalmology. Volume 2018, article ID 9704892). The suspected root cause in this case is capsular contraction syndrome after extracapsular cataract surgery, also known as capsular phimosis. Capsular phimosis is caused by lens epithelial cell proliferation and fibrosis that can lead to reduction of the capsulotomy opening, malpositioning of the opening, capsular shrinkage and 360-degree zonular dehiscence and posterior dislocation of the iol in the capsular bag as the anterior lens capsule becomes thicker and turbid. The report is consistent with what has been reported in the literate on capsular bag contraction seen after cataract surgery. The hoya lenses themselves are not believed to be the cause of the postoperative observations. "Anterior capsule contraction" [anterior fibrosis or phimosis and shrinking of caps bag] is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. "Adhesion of cells" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. "Lens dislocation" is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Post-operative complications cell adhesion, iol dislocation, temporarily decreased va, reduced due to dislocation/misalignment; product remained in eye after clinical assessment; patient has recovered and is fine.